Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant positive toxoplasma igg result. The instrument is performing within specs. No further eval of the device is required.

Event description:
A false positive immulite 2500 toxoplasma igg result was obtained by the customer. The result was reported and questioned by the physician. The pt sample was repeated twice and the results were both negative. Pt treatment was not altered and there was no report of adverse health consequences due to the positive toxoplasma igg assay result.